Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients did not cross over to the device, while patient records were visible on the server but not on the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were visible on the server but did not display on the device. A technical support specialist (tss) dialed into the server and logged into the station, where the patient profile was verified as admitted. Tss identified that the patient had two profiles under the same unit, with the first profile previously discharged and later reconciled to the second profile. An all device event report was run, confirming that users were able to remove medications for the patient under the second profile without issue. The customer confirmed that the issue was resolved on their end. The system functioned as intended after the technical support specialist investigated the device.